Event description:
It was reported that the balloon catheter was stuck. The target lesion was located in the renal artery. A sterling balloon catheter was delivered along a 190cm/short taper/straight thruway guidewire but got stuck. The entire wire was removed and primed to attempt to pass through the monorail lumen but was unsuccessful due to strong resistance. The wire was replaced for a different device to complete the procedure. There were no patient complications reported. It was further reported that the target lesion was 90% stenosed, mildly tortuous, and non-calcified. The sterling balloon catheter was stuck on the wire, but the physician judged that the problem was with the thruway device as there was an issue with the sliding which was what caused the resistance. The thruway was replaced, balloon was performed with the sterling, and the express sd stent was placed to complete the procedure.

Manufacturer narrative:
B5. Describe event or problem: was updated per the additional information provided.

Event description:
It was reported that the balloon catheter was stuck. The target lesion was located in the renal artery. A sterling balloon catheter was delivered along a 190cm/short taper/straight thruway guidewire but got stuck. The entire wire was removed and primed to attempt to pass through the monorail lumen but was unsuccessful due to strong resistance. The wire was replaced for a different device to complete the procedure. There were no patient complications reported.